Manufacturer narrative:
This device currently remains implanted and in service. The device is expected to be explanted and replaced. Upon the receipt of additional information, this investigation will be further updated.

Event description:
It was reported that this implantable device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed, and elective replacement indicator (eri) was declared. Earlier this year the estimated battery longevity showed 1 year remaining, but had decreased to less than 3 months remaining at the end of may. Now the battery is at eri. The diagnostic data was reviewed by technical services via latitude (remote monitoring system), which confirmed that the power consumption of this device has been increasing and is expected to continue to increase. Due to this anomaly, device replacement was recommended. The patient has been scheduled for a box change. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed, and elective replacement indicator (eri) was declared. Earlier this year the estimated battery longevity showed 1 year remaining but had decreased to less than 3 months remaining at the end of may. Now the battery is at eri. The diagnostic data was reviewed by technical services via latitude (remote monitoring system), which confirmed that the power consumption of this device has been increasing and is expected to continue to increase. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
This device was received. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this implantable device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed, and elective replacement indicator (eri) was declared. Earlier this year the estimated battery longevity showed 1 year remaining but had decreased to less than 3 months remaining at the end of may. Now the battery is at eri. The diagnostic data was reviewed by technical services via latitude (remote monitoring system), which confirmed that the power consumption of this device has been increasing and is expected to continue to increase. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.